Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that preventative maintenance (pm is needed. The right rear side is cracked, bad CPAP knob. Occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Cracked battery cover, relief valve, CPAP (continuous positive airway pressure) and peep (positive end-expiratory pressure) control knobs. Cracked right rear side on top cover and front panel is bent. Manometer gauge is out of spec. The customer's reported issue was confirmed through visual inspection, as the top cover right rear side and CPAP knob are cracked. The probable root cause is that the device was mishandled. Replaced casework kit and small knobs/caps. Replaced MRI (magnetic resonance imaging) battery, sintered filter and o-rings for pm (preventative maintenance). The device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.